Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the insulin pump received a watchdog timeout anomaly. The customer¿s blood glucose level was 183 mg/dl. Troubleshooting was performed and the display did not return after pump restart. The customer also reported that they were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, no blank display or audio or beep anomaly noted. However, device gave a full segment display anomaly due to faulty connector at interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify watchdog timeout alarm, frozen screen due to full segment display.